Manufacturer narrative:
Citation: vipparthy, s.et al. Meta-analysis of transcatheter aortic valve implantation versus surgical aortic valve replacement in patients with low surgical risk. American journal of cardiology. 2020. Vol. 125:459-468. Doi:10.1016/j.amjcard.2019.10.036   earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of patients implanted with a transcatheter aortic valve (tav) versus a surgical aortic valve replacement. All data were collected from a meta-analysis review between january 2005 and june 2019. The study population included twelve studies and 27,956 patients. Patients of which were implanted with medtronic corevalve, medtronic evolutr or a non-medtronic device. No serial numbers were provided. Among all patients, adverse events included: cerebral vascular accident (cva), myocardial infarction (mi) atrial fibrillation (afib), permanent pacemaker implant, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.